Event description:
It was reported that the customer had been experiencing low blood glucose levels sporadically for the past year. Customer was hospitalized on (B)(6) 2014. Customer's blood glucose level at the time was 45 mg/dl. Customer went into cardiac arrest. Customer treated with food. Customer was experiencing low blood glucose levels and her heart was beating uncontrollably. Customer had a cat scan done and may have been wearing the pump at the time. Pump passed the displacement test. Customer was advised to monitor the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.